Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump stopped working after exposed to moisture. Customer stated that the battery compartment had fluid in it. Customer stated that the o-ring was in place and free of debris. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. Customer will discontinue use of the device.